Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Prior to an unrelated procedure, oversensing and automatic mode switch episodes due to noise were observed on the right atrial (ra) lead. The issue was resolved by capping and replacing the ra lead during the unrelated procedure. The patient was in stable condition.